Event description:
The reporter stated, the surgeon attempted to insert an aq2015a silicone three piece lens but the lens would not unfold. There was no patient contact. Another same model lens was implanted.

Manufacturer narrative:
Lens would not unfold. Evaluation: results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens problems that was originally identified in 2005. Possible root causes for lens problems include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.